Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device had a water flow rate problem. Per review of wo on 23 apr 2023, there was no patient involvement. Per follow up information received via email on 05 may 2023, the device had low flow. The issue was solved. Circulation pump assembly was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is circulation pump failure. The device was evaluated upon receipt. It was confirmed that there was an issue with the water flow rate. The circulation pump was replaced. The system pass functional test. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device had a water flow rate problem. Per review of wo on 23apr2023, there was no patient involvement. Per follow up information received via email on 05may2023, the device had low flow. The issue was solved. Circulation pump assembly was replaced.